Manufacturer narrative:
Review of the procedure recordings showed insufficient survey of the left upper lobe. Automatic registration analysis shows that on the first and second registration not enough data was gathered in the left upper lobe and CT-to-body divergence is observed in left lobes. Patient sensors movement analysis shows movement during the second registration. Pst movement (which may indicate patient movement) can increase CT to body divergence and affect registrations result. On the third automatic registration, samples were matched to the left upper lobe and registration was sufficient. According to procedure recordings video and log analysis target area was reached on the second navigation. No software malfunction was found, no evidence for improper or backwards reading of the anatomy was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An on-site service visit was completed. The system passed accuracy testing. No issues were found. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A component of the system, case recordings have been received and are currently under evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the physician was unsuccessful on two registration attempts and that it seemed like the system was reading the anatomy backwards. They completed trouble shooting steps prior to the third attempt and ultimately were able to complete the registration on the third attempt. They completed the procedure successfully. The patient got a pneumothorax and was sent to recovery then later discharged home.